Event description:
Axle had been adjusted on the ti lite zra wheelchair. All bolts were tightened maximally by physical therapist. Pt transferred to the zra wheelchair. Physical therapist checked security of anti-tip bars by tilting the pt back onto the bars and providing moderate over-pressure by pushing downward. Physical therapist felt the wheelchair give and noticed the wheel locks no longer locked. Pt was assisted out of the zra wheelchair and into another wheelchair. The physical therapist noted front axle clamps had bent apart and axle height adjustment pieces had become misaligned.